Manufacturer narrative:
(B)(4).

Event description:
It was reported an attempt was made to implant an endeavor resolute drug-eluting stent in a moderately calcified lesion in the rca with 98% stenosis and excessive tortuosity but the stent could not move through the vessel and the struts deformed. The lesion had been pre-dilated. The system was pulled back and the procedure was ended by physician. The patient is good post procedure. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions